Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 22-jul-2024. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: unknown. Investigation summary: material #: 367300. Lot/batch #: 4046438 and unknown. Bd received 114 samples consisting of 11 total potential batch numbers and 1 photo for investigation. The returned samples did not include lot 4046438. The 11 returned batches were reported to be potential lot numbers only of an incident with unknown lot. Eleven customer samples (1 from each potential lot) along with retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve leakage was not observed. All samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during draw. Additionally, the photo was reviewed and the indicated failure mode for sleeve leakage was observed. The customer photo shows a device where the sleeve is side pierced resulting in sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage for both lot 4046438 and lot unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® multiple sample luer adapter that the non-patient cannula was bent, and blood leaked from the sleeve onto the patient and chair. An unspecified number of devices had this defect. There was no health impact or consequence reported.

Event description:
It was reported while using the bd vacutainer® multiple sample luer adapter that the non-patient cannula was bent, and blood leaked from the sleeve onto the patient and chair. An unspecified number of devices had this defect. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing with 30 tubes per adapter. The issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.